Event description:
It was reported that during a ptca/stent procedure several attempts to cross the lesion were met with resistance. The stent delivery systen was removed through the guiding catheter (contrary to ifa). The IFU indicates if resistance is met at any time the stent delivery system should be removed as a unit. Upon removal, the stent was missing. Attempts to snare the stent were unsuccessful, and the pt was unsuccessful, and the pt was sent for coronary artery bypass graft reportedly the pt was stable post-operatively.